Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently admitted to the hospital for a mechanical fall which was not lvad related. On (B)(6) 2022, while lying on the hospital bed, low flow, low speed advisory, replace backup battery, and pump off alarms that ceased on their own were noticed. The patient was unresponsive during the alarms then regained consciousness without issue. The patient was placed on batteries and then on ungrounded cable due to a concern for a driveline fracture. X-rays of the driveline were done and showed no obvious areas of concern. The log files contained abnormal low speed hazard, low flow hazard, pump off alarms. This behavior is linked with potential issue with the percutaneous lead and was recommended to keep the patient connected to battery power or ungrounded cable until further investigation was completed. On 11aug2022, the driveline repair was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: superficial damage to the silicone jacket of driveline review of the patient¿s submitted log file confirmed low speed operation and pump stop events, however, evaluation of the patient¿s replaced portion of the driveline from (B)(6) did not find damage that could have contributed to the events seen within the log file. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The submitted log file contained data from 04aug2022 to 08aug2022. Intermittent low speed operation and a pump stop event were captured on 08aug2022. The patient was operating on the power module during all abnormal pump operation. The pump regained speed after these events and appeared to operate as intended on external battery power. The patient underwent a driveline replacement on (B)(6)2022. The returned portion of driveline measured approximately 20 inches. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no discontinuities or shorts, even with manipulation of the driveline segment. The layers were carefully removed, and microscopic examination of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Evaluation of the returned portion of the patient¿s driveline did not reveal any issues that could have potentially contributed to the abnormal pump operation captured in the log files. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced the alarms while leaning on his side in bed, suggesting a short to shield. The patient was reported to be stable at home and was using an ungrounded cable. There were no plans for any further intervention due to stability.